Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02077 / 02078).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately four (4) years post-implantation due to alleged pain, discomfort, soreness, swelling, inflammation, metallosis, elevated metal ion levels, damage to surrounding bone and tissue, and lack of mobility. Legal counsel reported that metallic stained tissue, dehiscence of the posterior hip implant capsule, elevated metal ion levels, and dark metallosis in the pseudocapsule that had to be debrided were allegedly noted during the revision. Legal counsel reported patient had a possible infection discovered during the procedure. Cement spacers were implanted as a result. Legal counsel reported labwork preceding revision revealed patient was negative for infection. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.